Event description:
Reporter alleged, obtaining discrepant blood glucose results of 64 mg/dl back to back with a result of 183 mg/dl, when testing was performed within 10 minutes of each other on the aviva system. Reporter stated, she was experiencing hypoglycemic symptoms during the time of the testing. Reporter indicated she was given food by a relative, however, no other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.